Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device changeout, this left ventricular (lv) lead had pace impedance measurements that were greater than 2500 ohms. The capture threshold was also found to be about 4.5 volts at 0.5 milliseconds. As a result, the physician decided to abandon the lv lead surgically and replace it with another lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.